Event description:
A (B)(6) male underwent evar on (B)(6) 2012. Leakage through the membrane of the valve in the delivery system. Evar completed with good result. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
No consequences to the patient reported. Endoleaks are addressed in the IFU. Event is still under investigation.